Event description:
Additional information showed the patient's leads had migrated outside the intended location. Impedance testing, x-ray and programmer were all performed. The patient was brought back to the operating room on (B)(6) 2012 and the leads were adjusted and secured in the appropriate area. The patient was doing "very well now" and was getting "excellent coverage with her stimulator."

Event description:
It was reported that the patient experienced a loss of therapeutic effect and could not feel stimulation the day following implant. Stimulation was not turned on until one day post-op, at which time the patient did not feel stimulation regardless of which lead was programed, even with the amplitude turned up to 10 volts. It was suspected that there may have been slight damage to one of the leads during the implant procedure, but this was not confirmed. Impedance testing intra-operatively indicated system integrity was okay. Impedance measurements one day post operatively were within normal limits. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product typ lead product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, (B)(4).